Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was not available because the customer refused to have the call transferred for assistance. The customer stated that his first infusion set had a bent cannula and that the night prior he had had a little bit of air in the reservoir. He changed the reservoir and everything was reported to be fine after that. The customer stated that he was still working on his basal rate. He also observed that he tended to go lower in blood glucose value than he should be. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-87846.